Event description:
Pump delivered infusion more quickly than it should have. The narcotic should have infused over a 30 minute period of time but infused in a 19 minute period of time instead. The event actually occurred multiple times.